Event description:
Pt alleges she developed depression, anxiety, capsulation and hard scar tissue which over several years produced discomfort, emotional suffering due to self-conscious feelings regarding normal physical contact with others and pain when sleeping on stomach.